Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprostheses. The left subclavian artery was embolized using a plug (amplatzer). The final angiography identified a proximal type I endoleak. Ballooning was performed but the proximal type I endoleak was still slightly present. The physician decided to monitor the proximal type I endoleak. The patient tolerated the procedure. On an unknown date, follow-up CT imaging was suspicious for a type ii endoleak originating from the left subclavian artery. On (B)(6) 2020, the left subclavian artery was re-embolized using a coil. On an unknown date, follow-up CT imaging showed an endoleak and aneurysm enlargement (amount unknown) but the type of endoleak was difficult to determine. On (B)(6) 2020, a reintervention was performed because the aneurysm enlargement was persistent. The type of endoleak was not able to be determined exactly, so the physician planned to perform the reintervention considering the possibility of the proximal type I endoleak, the type ii endoleak, and a type iii endoleak (component disconnection). First, a total debranching bypass procedure was performed and a gore® tag® conformable thoracic stent graft with active control system was implanted proximal to the initial gore® tag® conformable thoracic endoprosthesis. During the total debranching bypass procedure, the left common carotid artery was ligated. The final angiography didn¿t show any endoleaks. The patient tolerated the procedure. The physician stated it was highly possibility that the type unknown endoleak was the type I endoleak but it was not determined the type of endoleak exactly using CT images. The root cause of the endoleak was unknown.

Manufacturer narrative:
D.11. An additional device has been added to this report (sn: (B)(6), UDI: (B)(4). This device is being investigated also since there is still a possibility that this device was involved in the event. The type ii endoleak was reported under MFR report#: 2017233-2020-01033.

Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprostheses. The left subclavian artery was embolized using a plug (amplatzer). The final angiography identified a proximal type I endoleak. Ballooning was performed but the proximal type I endoleak was still slightly present. The physician decided to monitor the proximal type I endoleak. The patient tolerated the procedure. On an unknown date, follow-up CT imaging showed an endoleak and aneurysm enlargement (amount unknown) but the type of endoleak was difficult to determine. On (B)(6) 2020, a reintervention was performed because the aneurysm enlargement was persistent. The type of endoleak was not able to be determined exactly, so the physician planned to perform the reintervention considering the possibility of the proximal type I endoleak, the type ii endoleak (reported separately), and a type iii endoleak (component disconnection). First, a total debranching bypass procedure was performed and a gore® tag® conformable thoracic stent graft with active control system was implanted proximal to the initial gore® tag® conformable thoracic endoprosthesis. During the total debranching bypass procedure, the left subclavian artery was ligated. The final angiography didn¿t show any endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for all devices verified the lots met all pre-release specifications.